Manufacturer narrative:
Device history record (DHR) review cannot be performed as there is no information available on the lot number. Photo investigation: the device involved was not returned for investigation. A photo investigation was done on received images. From the image, the drill bit in question appears to be broken into two parts. The root cause of this issue cannot be identified from the information provided. A manufacturing record evaluation cannot be done as there is no available lot information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition can be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: it was reported that during a procedure on (B)(6) 2021, the drill bit broke. This report is for a 1.8mm drill bit with depth mark. This is report 1 of 1 for (B)(4).